Event description:
As reported, a straight short 0.018" x 300cm, 5cm distal taper sv steerable guidewire broke off, as it "sheared apart" inside the non-cordis support catheter when pulling the wire out. There were no reports of patient injury. The wire was removed from the dispenser by the distal floppy end. The device was not used for a complete total occlusion (cto). Guidewire manipulation and torquing was performed under fluoroscopic guidance. Resistance was encountered while withdrawing the guidewire. The guidewire became entrapped at one point in the procedure. The device was used on highly torturous vasculature but was not used on small side branches. The guidewire was not exposed to a metal device. There was no calcification, acute angulation, or bifurcation of the patient¿s vessel. Torque control/tip response was compromised while using the guidewire since the wire "shredded" at the end. The proximal tip of the device separated. The user was able to retrieve the segment by ¿wiggling it out¿. The device was separated but ¿not completely¿. The device will be returned for evaluation.

Manufacturer narrative:
The product history review is expected but has not been completed. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot 35264195 presented no issues during the manufacturing process that can be related to the reported event. However, due to pe findings, code changed from "fractured" and "fractured/separated" and therefore phr has been reopened. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: complaint conclusion: as reported, a straight short 0.018" x 300cm, 5cm distal taper sv steerable guidewire broke off, as it "sheared apart" inside the non-cordis support catheter when pulling the wire out. There were no reports of patient injury. The wire was removed from the dispenser by the distal floppy end. The device was not used for a complete total occlusion (cto). Guidewire manipulation and torquing was performed under fluoroscopic guidance. Resistance was encountered while withdrawing the guidewire. The guidewire became entrapped at one point in the procedure. The device was used on highly torturous vasculature but was not used on small side branches. The guidewire was not exposed to a metal device. There was no calcification, acute angulation, or bifurcation of the patient¿s vessel. Torque control/tip response was compromised while using the guidewire since the wire "shredded" at the end. The proximal tip of the device separated. The user was able to retrieve the segment by ¿wiggling it out¿. The device was separated but ¿not completely.¿ one non-sterile pgw .018 sv short 300cm st unit was received coiled for product evaluation. During visual inspection, an unraveled/stretched condition was noted on the coiled wire and a separation was noted on the core and coiled wire, the separated portions were not returned for analysis. Functional analysis could not be performed due the separated condition on the distal tip of the wire. Sem analysis was performed, and a fractured/separated condition was observed on the core and coiled wire. The separated portion of the wires was not returned for analysis. The fractured/separated areas of the core/coil presented evidence of plastic deformation and cup and cone shape-like on the damaged end areas. A product history record (phr) review of lot 35264195 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event, ¿guidewire ¿ resistance/friction¿ was not confirmed because functional analysis could not be performed due the condition in which the unit was received. The reported event, ¿distal tip ¿ fractured/separated¿ was confirmed since the coil and core wire were received fractured/separated. The plastic deformations and cup and cone shape-like characteristics are commonly associated with fractures/separations caused by material tensile overload. Therefore, it is assumed that the material of the wire was induced to a tensile force that exceeded the wire material yield strength prior to the separation. Removing the wire from the dispenser by the distal floppy end or manipulation through highly torturous vasculature are possible causes of the reported event. Users are trained to inspect for signs of damage prior to and during use. Any product with damage is not to be used. Information for safety is provided in the products labeling with the intent to make the user aware of the risks. According to the instructions for use (IFU), although not intended as a mitigation of risk, ¿cordis guidewires are intended for use in angiographic procedures to introduce and position catheters and interventional devices within the peripheral vasculature. Never advance, withdraw or auger the guidewire against resistance without first determining the cause of resistance under fluoroscopy. Torquing the guidewire against resistance may cause damage and/or fracture which may result in separation of the distal tip. Do not pull the distal tip to remove guidewire from dispenser as it may damage the tip. Tip fractures have been reported in procedures involving total occlusions, highly tortuous vasculature, and small side branches.¿ based on the information available and the phr review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.